Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery because the reservoir herniated out of the space of retzius into the scrotum. The component was removed and replaced. There were no patient complications reported.